Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient serum sample on a cobas e 801 module and two competitor analyzers. On (B)(6) 2024, the sample was tested on a biorad analyzer and the result was positive. The sample was also tested on an abbott analyzer and the result was 214.930, interpreted as positive. On (B)(6) 2024, the sample was tested twice on a roche e801 analyzer and the results were 0.565 and 0.581, both interpreted as negative. On (B)(6) 2024, the customer stated that in-house molecular testing was performed on the patient sample and the hiv result was positive. The units of measurement were not provided.